Manufacturer narrative:
Results: the benchmark was kinked approximately 67.0 cm, 77.0 cm, 92.0 cm, 93.5 cm and 94.5 cm from the hub. The device was ovalized from approximately 96.5 ¿ 99.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a kinked device. If the device is forcefully retracted from its packaging at extreme angles or otherwise mishandled during preparation, damage such as this may occur. Further evaluation revealed additional kinks and ovalizations. Based on the return condition of the device and the reported complaint, some of these kinks and ovalizations were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that a benchmark 6f 071 delivery catheter (benchmark) was kinked upon opening the package. The damage to the benchmark was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new benchmark.